Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient was unable to determine how high his blood sugar was because the cgm sensor had failed. He stated he could not manually check a fingerstick (reason unknown). The patient stated he was in diabetic ketoacidosis (he could not recall what symptoms he was experiencing). His friend called an ambulance and the patient was transported to the hospital. The patient spent one day in the emergency room and then was transferred to the intensive care unit, then to a regular room. The patient could not recall what treatment was provided while in the hospital the patient was discharged on (B)(6) 2025. During the event, the patient could not recall at what point he became aware of the sensor failure or how long he had not been in an active sensor session before going into dka. At the time of the report, the patient was recovering from the incident. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.